Event description:
It was reported that the handheld device was performing slowly and frequently had frozen screens. Hard resets were performed but the issue did not resolve.

Event description:
Analysis of the handheld was completed on 11/17/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 11/17/2014. During the analysis it was identified that the software would pause following an interrogation. This is expected behavior for the software considering the database size. No functional anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.